Manufacturer narrative:
This product was received and tested by technical services. They confirmed that there were no images on the monitor while a blade was plugged in due to a connector failure. The connector / front shell assembly was replaced, the device was tested and returned to the customer. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video monitor, there was no signal on the monitor. A delay in the procedure of approximately five (5) minutes occurred as a replacement gvl device was obtained. No harm to patient or user was reported.